Manufacturer narrative:
Device evaluation summary: device evaluation and investigation findings: two devices were received with lot # 5744545. The devices (a and b) were received with clear gel. White material was observed on the shell surfaces. During initial evaluation creases were observed on the anterior and extending to posterior aspect. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No anomalies were discovered. Complaint was not confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. At this time is not possible to determine the origin of the white material observed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Concomitant products: mentor memorygel 450cc silicone breast implant, cat #: 3507450bc, sn #: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with mentor memorygel 450cc silicone breast implants which the right side ruptured after implantation. The issue was confirmed by MRI examination. As a result patient removed the implant on (B)(6) 2018.